Manufacturer narrative:
(B)(4). A4: weight and weight unit - additional b5: describe event or problem - additional d9: device available for evaluation - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional.

Event description:
It was reported that the device displayed sensor not active during a sensor session. The sensor was inserted into the arm on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and passed. A review of the share logs was performed and confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed sensor not active during a sensor session. The sensor was inserted into the arm on (B)(6) 2023. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.